Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a poor return of fixed water from the foley catheter was found during the pre-test. Per follow up information received via ibc on 04oct2023, the customer confirmed that there was no particular resistance while inflating the balloon. Per notification from investigator on 03dec2023, it was found that foley catheter balloon was mushroomed during sample evaluation.

Manufacturer narrative:
The reported event is confirmed - cause unknown. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a poor return of fixed water from the foley catheter was found during the pre-test. Per follow up information received via ibc on 04oct2023, the customer confirmed that there was no particular resistance while inflating the balloon.